Event description:
During a suction dnc the customer discovered the tip had broken off the device. They could not find the tip so they performed a hysteroscopy. No patient injury reported and customer did not say if they found the tip after performing the hysteroscopy. Customer said that they are not sure if it was broken before they used it or during the procedure.

Manufacturer narrative:
The vacurette was received with a 24mm crack running lengthwise down the tube originating from the open distal end. The distal end has been chipped, the fragments have not been returned. At this time we cannot determine with any certainty how the crack originated or what caused the distal end to chip away. A review of the complaint data base does not indicate trending for this failure mode, we will continue to monitor the complaint data base for any further occurrences.